Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing cardiac arrest. It was noted that the implantable cardioverter defibrillator failed to deliver shock therapy and the patient had to be externally shocked. Upon interrogation, it was noted that there were multiple episodes of ventricular tachycardia and one episode had been successfully treated by the device. It was noted that in the other episodes, the ventricular tachycardia fell below the programmed rate required for therapy. It was also noted that the device exhibited undersensing on the discrimination channel. Programming changes were made. The patient was recovering post treatment.